Event description:
The customer reported the system's monitors failed to operate. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The printer circuit board power supply was repaired. The system was then found to be operating as intended.